Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. This device has been explanted. No additional adverse patient effects were reported.